Manufacturer narrative:
In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving a positive result with the ID now covid-19 assay performed on an unspecified date. Pcr confirmation testing generated a negative result. It was also reported the customer believes the idnow covid-19 assay is more sensitive than the pcr test. No additional information is available at this time.